Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 495mg/dl. Customer's blood glucose value was 465 mg/dl at the time of the call. Patient contact health care professional. Customer troubleshooting for high readings. Troubleshooting was performed. There were air bubbles but they were gone after troubleshooting. The site was bleeding. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will be return for analysis.